Event description:
A report received from (B)(6) stated an ht70 ventilator experienced a randomly blinking silence and reset led. There was no reported patient involvement.

Manufacturer narrative:
The user facility reported to have replaced the top membrane and overlay to resolve the reported issue. (B)(4).